Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. Using the femoral approach, the procedure treated the de novo, concentric, 90% stenosed 2.5-2.75x28mm target lesion located in the mildly tortuous mid left anterior descending artery. There was no vessel calcification. Treatment advanced and placed a 2.75x32mm taxus liberte stent, but a grade a dissection occurred at the distal end of the stent. Post dilation at low pressure was performed with an unspecified 2.75mm balloon with multiple inflations for 3 to 4 minutes to seal the dissection. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).